Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® sst¿ blood collection tubes the samples are showing hemolysis and the stoppers are not reseating properly. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: describe event or problem: it was reported that after use of the bd vacutainer® sst¿ blood collection tubes the samples are showing hemolysis and the stoppers are not reseating properly. There was no report of exposure, serious injury or medical intervention. This occurred on 15 occasions but the date/time and or patient information is unknown. Investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to hemolysis, stopper issues, heavy spray additive were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for hemolysis, stopper issues, heavy spray additive with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that after use of the bd vacutainer® sst¿ blood collection tubes the samples are showing hemolysis and the stoppers are not reseating properly. There was no report of exposure, serious injury or medical intervention. This occurred on 15 occasions but the date/time and or patient information is unknown.